Manufacturer narrative:
The device is not available for investigation. A lot number was not provided. A device history lot number review cannot be performed and will submit the supplemental upon investigation completion.

Event description:
The event involved a cogent hemodynamic monitoring system that the device indicates it is charging, the battery level displaying only one bar after a few hours and also noted that the battery is bulging. The nurse found during start up and this device would not power up.